Event description:
It was reported that air embolism occurred requiring intervention. A watchdog hemostasis valve was selected for a percutaneous coronary intervention procedure. During the procedure, an air embolism was introduced via the guide catheter. It was noted that the cause is related to the watchdog device. Consequently, the patient had st elevation and may have gotten a little sick but was ultimately fine. Code strategies were executed, and the patient was successfully revived from complications. The patient was admitted to the hospital beyond standard of care. The patient fully recovered, and the procedure was successfully completed using original method and/or device. It was further reported that the patient sustained an air embolism that resulted in ventricular fibrillation. The patient was resuscitated successfully, admitted to the hospital for follow up care and discharged from the hospital in stable condition.

Event description:
It was reported that air embolism occurred requiring intervention. A watchdog hemostasis valve was selected for a percutaneous coronary intervention procedure. During the procedure, an air embolism was introduced via the guide catheter. It was noted that the cause is related to the watchdog device. Consequently, the patient had st elevation and may have gotten a little sick but was ultimately fine. Code strategies were executed, and the patient was successfully revived from complications. The patient was admitted to the hospital beyond standard of care. The patient fully recovered, and the procedure was successfully completed using original method and/or device.